Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 7268804.

Event description:
It was reported patient was not getting adequate therapy. In turn, reprogramming was unable to resolve the issue. Investigation was unable to determine which lead was at fault. As a result, surgical intervention was undertaken wherein the entire system was explanted.